Manufacturer narrative:
(B)(4). This is a report of a use error, where closed the clamp leading to the supply bag and added a new bag to the unused supply line and continued therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during fill 1 of peritoneal dialysis therapy while the patient was connected. The patient stated they closed the clamp leading to the supply bag and added a new bag to the unused supply line and continued therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.